Event description:
After 4 years of cochlear implant use, the patient reported that they could no longer hear well with their implant. Exchanging external equipment did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is planned but has not been scheduled.